Event description:
The co's customer reported that the 3100a did not meet a performance specification. The audible alarm was not sounding when the visual alarms were on. There was no pt involvement at all.